Manufacturer narrative:
Although an MDR was filed by the pt (B)(6) 2013, mast did not become aware of it until 10/21/2013. Mast did not receive a copy of the (B)(4) database. As soon as mast become aware of the report, a complaint file was created. Based on a review of the complaint, which included no port or lot number, no pt or physician identification, and no returned device. Mast's ability to investigate this claim was very limited. Furthermore, medical literature supports that the pt's outcome (interstitial cystitis, a. K. A. Bladder pain syndrome) does not have iatrogenic causes, I. E. , it is not known to be of or related to illness caused by medical examination or treatment. Therefore, the decision was initially made not to file an MDR. The file was re-reviewed and a decision was made to subsequently file this complaint as an MDR.

Event description:
According to (B)(4), pt had left tah/iso on (B)(6) 2008 for uterine polyp and teratoma during which time, product was placed "throughout the raw aras of the perineum and the right ovary was wrapped". There months later, pt developed colitis, diarrhea, and pelvic pain with a non-healing vaginal cuff. Pt underwent an exploratory laparatomy, where "crystallized" surgiwrap was reportedly removed. One subsequent laparotomy was performed as well as three (3) hydrodistentions and multiple vaginal cuff revisions, hyperbaric oxygen therapy, sympathetic nerve blocks, physical therapy, and other medical procedures.